Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor issue with an unknown error message occurred. A review of the share logs was performed and signal loss was found within the investigation window. Signal loss over one hour was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.